Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation surgery with two unspecified mentor breast implants experienced bilateral capsular contracture baker grade unknown post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis. The common device name and procode values that are being submitted are for submission purposes. A supplemental report will be submitted if clarifying information is received.

Manufacturer narrative:
On january 21, 2022, mentor received the device. However, the device received is a mentor medical systems b.v, located in (B)(6) is a foreign manufacturer of medical devices that are not cleared or approved for sale in the us. It is a separate legal entity from mentor texas. Per 21 cfr 803.58 and "medical device reporting for manufacturers" (FDA guidance document issued on november 8, 2016), we are (not) required to submit MDR reports for events occurring in other countries for a device that is manufactured in a foreign country and that is not cleared or approved for marketing in the us. However, if [mentor becomes] aware of information that reasonably suggests a device has malfunctioned and that a similar device that [is] marketed in the us would be likely to cause or contribute to a death or serious injury if the malfunction were to recur, then [mentor] should report the device malfunction that occurred outside the us." Since mentor medical systems b.v. Do not market any devices in the us, manufacture & market all their devices outside the us, and have never held FDA approval nor clearance for any of their products, their devices do not meet the criteria for MDR reportability. Fax number :(B)(6). Manufacturer site phone: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 15, 2021, mentor became aware that patient's b.s.l. Patient's birthday is (B)(6) 1997. Patient's devices are unknown gel breast implants. Patient date of event is (B)(6) 2021. Date of implantation of (B)(6) 2019. Patient experienced capsular contracture baker grade IV post procedure. Patient underwent bilateral removal and replacement with two mentor breast implants on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).